Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was unable to extend the helix. The rv lead was not used, and a new lead was implanted. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the helix to be retracted and had no blood. X-ray examination of the helix mechanism and electrical testing found no conductor fractures or internal shorts, no anomalies or distortion of the helix or the inner coil that would have contributed to the helix mechanism issue reported in the field. The helix was able to be extended and retracted applying torque using connector pin. The measured full helix extension length was within product specification. No other anomalies were seen.